Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the foreign material was not identified. There was no physical damage at the locations where the foreign material resided. Therefore, a definitive root cause could not be established. The instructions for use states the detection methods associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection." And the prevention methods in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope had glue stuck to the distal end and inside the channels. It is unknown when the issue occurred. There were no reports of patient harm.